Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer reports that the transfer set fell off a pt's dialysis catheter and leakage/a hole was noted in the catheter. The caregiver of the pt was instructed by the peritoneal dialysis registered nurse to tape over the transfer set and the catheter to prevent any movement or disconnection and in order to keep the catheter straight. Two days later, the pt a (B)(6), pediatric home pt was brought to the clinic for further evaluation. The pt was cultured, the cultures came back negative and the transfer set was replaced. Additionally, the pt was treated with prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.